Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (2) 0.3ml bd insulin syringes from lot 0177630. Consumer stated sometimes the orange caps are also a little tough to remove, syringes have fallen apart when the cap is removed and when removing the needle caps the needle is staying in the needle cap. Both syringes were examined, and it was observed that 1 syringe exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. The other syringe had a hub assembly properly attached; removing the cannula shield did not result in hub separation for this syringe. The other syringe was tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs). The tested syringe tested within specification. Removal of the cannula shield did not result in the syringe falling apart, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 0177630 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [20090735, 200899656] noted for shield pull. There were four (4) notifications [200899905, 200900817, 200901067, 200899210] noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA# (B)(4) was initiated. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated on 7 occasions before use. The following information was provided by the initial reporter: material no: 328438, batch no: unknown. It was reported that the syringes have fallen apart when the cap is removed. Verbatim: from phone call on (B)(6) 2020 13:53:15: consumer called in regards to email response she received from rep. Stated when removing the needle caps the needle is staying in the needle cap. Stated she had 2 different boxes with this issue. First box she had 6 syringes with this issue and then had a second box with one more syringe that had this issue. Stated sometimes the orange caps are also a little tough to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine" needle hub separated on 7 occasions before use. The following information was provided by the initial reporter: material no: 328438, batch no: unknown. It was reported that the syringes have fallen apart when the cap is removed. Verbatim: from phone call on 2020-11-17 13:53:15: consumer called in regards to email response she received from rep. Stated when removing the needle caps the needle is staying in the needle cap. Stated she had 2 different boxes with this issue. First box she had 6 syringes with this issue and then had a second box with one more syringe that had this issue. Stated sometimes the orange caps are also a little tough to remove.